Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b., d.9, h.3, h.6. Device evaluation: visual analysis of the returned device identified: weight within specifications. No openings observed in the device. Gel was observed to be cloudy after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.